Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue (usb port pin damage) was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Review of the pump data by tandem technical support determined the pump battery dropped from 45% to 5% suddenly and subsequently shut off due to insufficient power. The pump time and date were observed to be incorrect following the shutdown. Customer reported blood glucose (bg) level was 600 (mg/dl) with large ketones. Manual injections were delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.